Event description:
It was reported that a patient in (B)(6) who was implanted two months ago is presenting with an abnormal electrocardiogram. The patient was going to be followed by a cardiologist. The patient also had complaints of chest pain and she has a history of cardiac problems. Their chest pain was determined to not be vns related. Further investigation is underway in regards to their abnormal electrocardiogram.

Event description:
Additional information was received from an epilepsy specialist nurse that she was not sure of the conclusion from the cardiologist but initially their treating physician did not feel that her symptoms were cardiac. An initial ECG and bloods were unremarkable. It was planned for the patient to have an echocardiogram and 24 hour blood pressure. Unknown if this has occurred. As additional information is attained it will be sent to the manufacturer.

Manufacturer narrative:
Suspect medical device corrected data:. Labeling was attained and not added to the initial MDR report.